Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called and she was taken to the hospital due to hyperglycemia. The blood glucose reading was 465mg/gl. The customer stated that she was under a lot of stress, and she was under heat all day with a little food for the entire day. The caller also mentioned that the insulin had been sitting in the car all day long. Troubleshooting was performed. The time, date, settings, and programming were correct. Reviewed the alarm history and found no delivery alarms. Assisted the caller to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. The customer stated that she changed the insulin at the hospital and reverted to back up plan. The customer called back the next day to perform the high pressure test and passed. The caller stated that while changing the infusion set, she noticed that the cannula was bent. No further information was provided.